Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke when the physician stepped on the pedal to activate energy. Part of the cut wire fell into the patient and was successfully retrieve with biopsy forceps. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Method (only the detached and retrieved length of cut wire was returned.) Device evaluation: the autotome sphincterotome device was not returned as a unit. Only the detached and retrieved length of cut wire was returned. A visual examination revealed that the wire fragment was discolored from use. The cut wire fragment measured approximately 18 mm in length. Examining the ends of the wire, it appears that the exposed cut wire initially snapped approximately 18 mm from the distal pierce hole/ anchor and then detached from the anchor likely during customer attempt to remove the autotome from the patient. The od of the cut wire was measured and meets the specification. The condition of the returned incident device was consistent with the complaint that the cut wire detached. During manufacturing, tome devices are 100% inspected for cut wire integrity so the wire likely snapped due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke when the physician stepped on the pedal to activate energy. Part of the cut wire fell into the patient and was successfully retrieved with biopsy forceps. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): intervention required to remove cut wire fragment. (B)(4) - the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.